Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for an elective cardioversion through the device for atrial fibrillation. A shock was delivered, but the arrhythmia was not terminated. An alert for low, out of range high voltage lead impedance was observed. A message was displayed that the device would not deliver therapy and the patient was externally cardioverted. The device then went into back-up vvi mode. A download successfully restored the device. High voltage therapies were programmed off per family instruction.